Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, nurse stated that error 26004 was reported while pushing the patient side cart (psc) forward. Procedure preparation could not be completed because psc boom could not be extended. This issue remained after rebooting the system several times. The procedure was aborted and there was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse made mechanical adjustments to correct the reported error. Onsite nurse mentioned that a latex glove was caught in the left rear wheel and she removed it. Fse reseated the left wheel and the issue disappeared. Patient side cart (psc) was driven many times. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.